Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) via the manufacture representative (rep) reported the cause of the shocking at the implantable neurostimulator (ins) site was not determined. The rep noted it could not be replicated with palpating and there were no impedance issues. The rep stated the steps taken to resolve the shocking near the ins site was palpating the ins site, along with the lead, and they could not re-create the incident. The rep stated the information was confirmed with the hcp. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is being shocked near their ins site. The rep will be meeting with the patient on (B)(6) 2018 to evaluate the ins. The issue was not resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had a painful jolt of stimulation over his pocket site while standing at a counter. The hcp stated the patient noted it was intermittent, and it had happened 3 separate times since (B)(6) 2018 and the last time was on (B)(6) 2018. It was noted the event was not related to the procedure, it was possibly related to the neurostimulator, was unlikely related to the lead, it was unlikely related to the external device, and was possibly related to the therapy. The hcp stated there was no intervention taken. The hcp noted the patient was recovering/resolving. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the last time the patient felt the jolt of stimulation was (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported the patient was recovering/resolving that ended on (B)(6) 2018. The hcp noted the device was interrogated and was normal on (B)(6) 2018. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) via the manufacture representative (rep) reported there was no further information available for the cause of the painful jolt of stimulation over the pocket site. It was noted there was no further information available regarding the steps taken to resolve the painful jolt of stimulation over the pocket site. It was noted that the painful jolt of stimulation over the pocket site was not resolved and the patient was still recovering/solving. It was noted the information was confirmed with the hcp. There were no further complications that have been reported as a result of this event.